Event description:
It was reported that, "10x102 stem broke; therefore, pt's implant was removed and a longer new stem was then implanted."

Manufacturer narrative:
Neither the device nor additional info is available at this time.